Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Damage induced during the explant procedure was noted. X-ray inspections of the electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead presented to the emergency room due to shortness of breath. Increased pacing threshold measurements along with loss of capture was noted. It was reported the lead had perforated the heart wall and the patient's lung. An x-ray had been performed which confirmed the lead was in the pleural space. An invasive procedure was performed. The lead was successfully explanted. No additional adverse patient effects were reported.